Event description:
It was reported that a malfunction alarm occurred with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the customer with the reset process, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.